Manufacturer narrative:
This report is submitted on june 22, 2023.

Event description:
Per the clinic, the patient experienced an infection and extrusion of receiver/stimulator at the implant site (specific date not reported). Subsequently, the patient underwent a skin revision surgery in order to close the skin (specific date not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence of the implant incision site (specific date not reported). This report is submitted on may 21, 2024.

Manufacturer narrative:
This report is submitted on july 13, 2023.